Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was deceased and had collapsed leading up to the death. The blood glucose readings at the time of death and most recently recorded into the insulin pump were unknown. The pathologist assistant stated that the customer was wearing the insulin pump at the time of death. Requested that the caller return the insulin pump. Nothing further reported.